Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
A 8mm large needle driver instrument was returned along another instrument with no description of their failures. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue with the large needle driver instrument was broken cable. The issue was observed during procedure. The surgery was completed with no patient injury and with no delay. No fragment fell into the patient.